Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed storage was not detected on the bus. The field service engineer (fse) replaced the row board cable due to multiple reseating attempts, and another not found on bus failure for all of the cubies. After the replacement, the fse was unable to recreate any error or failure in the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire main drawer 4.1 serial number (B)(6) had rebooted, and the issue progressed from a couple of pockets not being detected to the whole drawer not being recognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.